Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the radio frequency head cable would not interrogate implantable pulse generators and a section of the magnet was cracked.

Event description:
The programmer was returned to the manufacturer to repair the printer because the paper would not advance. It was tested, analyzed and the radio frequency head subsequently tested out of specification.